Event description:
I was a patient of a dr. He performed a total hip arthroplasty on my left hip, in 2006. During surgery, he used the electrocautery device manufactured by conmed. Copy of face page to their manual attached. While in the patient room, the assistant surgeon told me that the surgeon "sizzled my sciatic nerve". The surgeon told me that he only "stretched" my nerve. I have left leg nerve palsy and foot drop. This is permanent. Doctors at usc told me that no repairs are possible, because nerve was burned. I have been tested twice at usc hospital and the tests confirm permanent nerve damage to my left leg. The surgeon admitted to me that he used the conmed electrocautery in the area near the sciatic nerve. There is no lawsuit against the manufacturer and none is intended. Date of surgery- the same day. I want to know what the manufacturer intends to do in order to warn future patients of the risk of a burn to the sciatic nerve, or how will company protect future patients. Dates of use: 2006. Diagnosis: cut tissue.